Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that it was not possible to use the unity instrumentation correctly. The tibial guide was defective, impossible to connect the clan and the jig.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> defective device: it was not possible to use the unity instrumentation correctly (module bkspi01n ¿ build 2). The tibial guide was defective, impossible to connect the clan and the jig. (See photo in the attachment). The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the attune em tibial dist uprod has scratches inside the insertion hole of attune em tibial ankle clamp. This may affect the correct assembly of the devices. Additionally, there are nicks on the black plastic surface, suggesting that it was impacted during assembly/disassembly of the device. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes these risks of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with matting component returned attune em tibial ankle clamp. It was found that due to the condition in both devices, they present resistance and is not possible correctly assembly. The overall complaint was confirmed as the observed condition of the attune em tibial dist uprod would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "the tibial guide was defective, impossible to connect the clan and the jig." The product was not returned to depuy synthes; however, photos were provided for review. See attachment ¿dpbe24-026 pic2¿. Photos were provided for review; however, the photos only show some parts of the device and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> according to the information received, "the tibial guide was defective, impossible to connect the clan and the jig." The product was not returned to depuy synthes, however photos were provided for review. See attachment ¿(B)(4)'. Photos were provided for review, however the photos only show some parts of the device and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, h4. Corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.